Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they have visited their dentist and have been advised to stop treatment immediately due to gym recession, bite misalignment, and jaw problems.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.